Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2 mm vicmo13.2, -2.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Before implantation the lens was accidentally damaged. The lens was not implanted. Attempts to obtain additional information were unsuccessful.